Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer initially complained of a qc error and an error 6 on coaguchek xs professional meter (B)(4). The customer then complained of discrepant inr results for 1 patient tested on the meter compared to a laboratory using the dade innovin method. The patient was tested on the meter at 2:10 p.m. With a result of 5.5 inr. The patient was tested again immediately on the meter and the result was 5.9 inr. The patient was drawn for the laboratory within 10 minutes and the result was 4.4 inr. The patient did not require any treatment and no changes were made to the patient's coumadin dose based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The patient is doing fine. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or other direct thrombin inhibitors. The patient has not had any changes to her coumadin dose or her diet. The patient is not taking any new medication and has not been ill recently. The patient is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.